Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic bipolar endicardial lead exhibited oversensing. The patient experienced multiple shocks and non-sustained episodes while pacing and shocking lead impedances were within normal limits.